Manufacturer narrative:
The product was not retuned for analysis. All product and batch history records are quality reviewed prior to product release. The root cause has not been identified. There have been no other complaints in the reported lot number. (B)(4).

Event description:
A health care professional reported a preloaded intraocular lens (iol) that was not unfolding correctly. No additional information is available.